Event description:
It has been reported to philips that, during a procedure geometry was unable to move. The procedure was aborted. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the patient was moved to another room to complete the procedure. A philips service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reviewed the system log files and identified bodyguard errors on the detector and the tube. The fse removed both covers, cleaned the detector and tube along with calibration and drift testing. After the cleaning and calibration, the system was retuned to use in good working condition. The codes were updated based on the investigation outcome. Health impact code and device problem code were corrected.